Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported the drill broke during surgery. No adverse events were reported.

Manufacturer narrative:
The product was visually evaluated for being broken . A caliper was used to measure the drill tip. The drill tip was 6.83mm. The specification is 7mm +/-.1016mm. This makes the part .0684mm out of specification. Visual examination showed signs of excessive wear indicating multiple uses. The mostly likely cause of this failure is multiple uses leading to excessive wear on the drill and the drill becoming dull. The IFU states "9. Replacement drills, burs, and blades are designed and manufactured for single use only. Do not reuse these instruments." The DHR (device history record) was reviewed and there are no non-conformances associated with this lot of parts relating to product quality. The most likely cause of this failure is not following the IFU. (B)(4).